Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. A stained address and serial number label was noted. The insulin pump passed the prime test, displacement test, basic occlusion test, occlusion test and excessive no delivery alarm test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer experienced high blood glucose of 513 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer called to have a loaner insulin pump sent to him because the pump he ordered was in back order. No further information was provided.